Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the insertion tube could not be identified and a definitive root cause of the issue could not be determined, however, a pin-hole in the insertion tube was observed where foreign material had collected and likely could not be removed during device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the air/water cylinder and suction cylinder had no color; the micro connector unit in suction connector had corrosion due to water leakage; the circuit board unit in suction connector had corrosion due to water leakage; the scope connector case unit had corrosion due to water leakage; the plug unit, outside shield unit, and scope connector cover unit had corrosion due to water leakage; image guide protector had a scratch; plastic distal end cover had a chip; adhesive around the objective lens had corrosion; objective lens had a scratch; light guide lens had a crack; adhesive around the light guide lens had corrosion; bending tube was deformed; adhesive on bending section cover had a crack; connecting tube was snaking; and universal cord had coating peeling. Due to wear of forceps elevator lever, the up/down knob cannot be locked securely. Due to a scratch on objective lens, the image had dark area partially. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the bending angle in right direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had e226 scope communication error and e117 life of optical module error. There were no reports of patient harm. The device was returned and evaluated; the device evaluation found that the connecting tube was discolored and perforated, and foreign material is stored in the pinhole. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.